Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 10-jun-2019. The most recent information was received on 04-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('gradual onset heavier periods / flooding'), arterial injury ('blood loss 2 litres / bleeding uterine artery discovered and sutured'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and complication of device removal ("complication of device removal"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), polymenorrhoea ("frequent period"), pain ("left sided pain"), fatigue ("fatigue"), headache ("headaches"), anxiety ("anxiety"), adenomyosis ("adenomyosis"), ovarian failure postoperative ("ovarian failure post operative"), abdominal distension ("bloating"), dizziness ("dizziness"), depressed mood ("low mood") and premature menopause ("precipitated an early menopause") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic), surgery (hysterectomy and bilateral salpingectomy) and transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, arterial injury, bladder injury, syncope, polymenorrhoea, pain, blood iron decreased, fatigue, headache, anxiety, adenomyosis, ovarian failure postoperative, complication of device removal and premature menopause outcome was unknown. The reporter provided no causality assessment for adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, fatigue, headache, heavy menstrual bleeding, ovarian failure postoperative, pain, polymenorrhoea and syncope with essure. The reporter considered abdominal distension, depressed mood, dizziness and premature menopause to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on (B)(6) 2019 which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Hospitalization was mentioned. Patient was getting better (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: adenomyosis seen; devices not clearly seen; bulky uterus. X-ray - on an unknown date: devices in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: new information were provided: reporter type (lawyer - potential legal case), lab data, new adverse events (bloating, dizziness, low mood, early menopause). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 10-jun-2019. The most recent information was received on 28-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('gradual onset heavier periods / flooding'), arterial injury ('blood loss 2 litres / bleeding uterine artery discovered and sutured'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("complication of device removal") and post procedural discomfort ("feel unwell after essure insertion"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), polymenorrhoea ("frequent period"), pain ("left sided pain"), fatigue ("fatigue"), headache ("headaches"), anxiety ("anxiety"), adenomyosis ("adenomyosis"), ovarian failure postoperative ("ovarian failure post operative"), abdominal distension ("bloating"), dizziness ("dizziness"), depressed mood ("low mood"), premature menopause ("precipitated an early menopause") and pelvic pain ("pain") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic), surgery (hysterectomy and bilateral salpingectomy) and transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, arterial injury, bladder injury, syncope, polymenorrhoea, pain, blood iron decreased, fatigue, headache, anxiety, adenomyosis, ovarian failure postoperative, complication of device removal, abdominal distension, dizziness, depressed mood, premature menopause, post procedural discomfort and pelvic pain outcome was unknown. The reporter considered abdominal distension, adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, depressed mood, dizziness, fatigue, headache, heavy menstrual bleeding, ovarian failure postoperative, pain, pelvic pain, polymenorrhoea, post procedural discomfort, premature menopause and syncope to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on (B)(6) 2019 which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Hospitalization was mentioned. Patient was getting better (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: adenomyosis seen; devices not clearly seen; bulky uterus. X-ray - on an unknown date: devices in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: due to follow up received on (B)(6) 2021 from lawyer this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2021-01680 and mhra number (B)(4)) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: events were added: pelvic pain, post procedural discomfort. All events were considered by reporter to be related to essure based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 10-jun-2019. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('gradual onset heavier periods / flooding'), arterial injury ('blood loss 2 litres/bleeding uterine artery discovered and sutured'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), post procedural discomfort ("feel unwell after essure insertion") and complication of device removal ("complication of device removal"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required), syncope (seriousness criterion medically significant), pelvic pain ("pain"), polymenorrhoea ("frequent period"), pain ("left sided pain"), abdominal distension ("bloating"), headache ("headaches"), adenomyosis ("adenomyosis"), ovarian failure postoperative ("ovarian failure post operative"), premature menopause ("precipitated an early menopause"), fatigue ("fatigue"), dizziness ("dizziness"), anxiety ("anxiety") and depressed mood ("low mood") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic), surgery (hysterectomy and bilateral salpingectomy) and transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, arterial injury, bladder injury, syncope, pelvic pain, polymenorrhoea, blood iron decreased, pain, abdominal distension, headache, adenomyosis, ovarian failure postoperative, premature menopause, fatigue, dizziness, anxiety, depressed mood, post procedural discomfort and complication of device removal outcome was unknown. The reporter considered abdominal distension, adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, depressed mood, dizziness, fatigue, headache, heavy menstrual bleeding, ovarian failure postoperative, pain, pelvic pain, polymenorrhoea, post procedural discomfort, premature menopause and syncope to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on (B)(6) 2019 which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Hospitalization was mentioned. Patient was getting better (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: adenomyosis seen; devices not clearly seen; bulky uterus. X-ray: on an unknown date: devices in pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 10-jun-2019. The most recent information was received on 02-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('gradual onset heavier periods / flooding'), arterial injury ('blood loss 2 litres / bleeding uterine artery discovered and sutured'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), post procedural discomfort ("feel unwell after essure insertion") and complication of device removal ("complication of device removal"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required), syncope (seriousness criterion medically significant), pelvic pain ("pain"), polymenorrhoea ("frequent period"), pain ("left sided pain"), abdominal distension ("bloating"), headache ("headaches"), adenomyosis ("adenomyosis"), ovarian failure postoperative ("ovarian failure post operative"), premature menopause ("precipitated an early menopause"), fatigue ("fatigue"), dizziness ("dizziness"), anxiety ("anxiety") and depressed mood ("low mood") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic), surgery (hysterectomy and bilateral salpingectomy) and transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, arterial injury, bladder injury, syncope, pelvic pain, polymenorrhoea, blood iron decreased, pain, abdominal distension, headache, adenomyosis, ovarian failure postoperative, premature menopause, fatigue, dizziness, anxiety, depressed mood, post procedural discomfort and complication of device removal outcome was unknown. The reporter considered abdominal distension, adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, depressed mood, dizziness, fatigue, headache, heavy menstrual bleeding, ovarian failure postoperative, pain, pelvic pain, polymenorrhoea, post procedural discomfort, premature menopause and syncope to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on 26 april 2019 which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Hospitalization was mentioned. Patient was getting better (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: adenomyosis seen; devices not clearly seen; bulky uterus. X-ray - on an unknown date: devices in pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('gradual onset heavier periods / flooding'), arterial injury ('blood loss 2 litres / bleeding uterine artery discovered and sutured'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a 42-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and complication of device removal ("complication of device removal"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), polymenorrhoea ("frequent period"), pain ("left sided pain"), fatigue ("fatigue"), headache ("headaches"), anxiety ("anxiety"), adenomyosis ("adenomyosis") and ovarian failure postoperative ("ovarian failure post operative") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic), surgery (hysterectomy and bilateral salpingectomy) and transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arterial injury, bladder injury, syncope, polymenorrhoea, pain, blood iron decreased, fatigue, headache, anxiety, adenomyosis, ovarian failure postoperative and complication of device removal outcome was unknown. The reporter provided no causality assessment for adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, fatigue, headache, menorrhagia, ovarian failure postoperative, pain, polymenorrhoea and syncope with essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on (B)(6) 2019 which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Hospitalization was mentioned. Patient was getting better (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: adenomyosis seen; devices not clearly seen; bulky uterus. X-ray - on an unknown date: devices in pelvis. Most recent follow-up information incorporated above includes: on 3-mar-2020: new information received from consumer: date of birth, concomitant condition, hospitalization mentioned. Patient was getting better. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2019/006/006/401/008) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('gradual onset heavier periods / flooding'), arterial injury ('blood loss 2 litres / bleeding uterine artery discovered and sutured'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a 42-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and complication of device removal ("complication of device removal"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), polymenorrhoea ("frequent period"), pain ("left sided pain"), fatigue ("fatigue"), headache ("headaches"), anxiety ("anxiety"), adenomyosis ("adenomyosis") and ovarian failure postoperative ("ovarian failure post operative") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic), surgery (hysterectomy and bilateral salpingectomy) and transfusion. Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arterial injury, bladder injury, syncope, polymenorrhoea, pain, blood iron decreased, fatigue, headache, anxiety, adenomyosis, ovarian failure postoperative and complication of device removal outcome was unknown. The reporter provided no causality assessment for adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, fatigue, headache, menorrhagia, ovarian failure postoperative, pain, polymenorrhoea and syncope with essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on (B)(6) 2019, which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Hospitalization was mentioned. Patient was getting better (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: adenomyosis seen; devices not clearly seen; bulky uterus. X-ray - on an unknown date: devices in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(6)) on 10-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of arterial injury ('blood loss 2 litres / bleeding uterine artery discovered and sutured'), menorrhagia ('gradual onset heavier periods / flooding'), bladder injury ('bladder injury during essure removal') and syncope ('fainting episodes') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced arterial injury (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and complication of device removal ("complication of device removal"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), polymenorrhoea ("frequent period"), pain ("left sided pain"), fatigue ("fatigue"), headache ("headaches"), anxiety ("anxiety"), adenomyosis ("adenomyosis") and ovarian failure ("ovarian failure post operative") and was found to have blood iron decreased ("low iron"). The patient was treated with ferrous fumarate, tranexamic acid (tranexamic) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the arterial injury, menorrhagia, bladder injury, syncope, polymenorrhoea, pain, blood iron decreased, fatigue, headache, anxiety, adenomyosis, ovarian failure and complication of device removal outcome was unknown. The reporter provided no causality assessment for adenomyosis, anxiety, arterial injury, bladder injury, blood iron decreased, complication of device removal, fatigue, headache, menorrhagia, ovarian failure, pain, polymenorrhoea and syncope with essure. The reporter commented: hysterectomy and bilateral salpingectomy with conservation of ovaries were done on (B)(6) 2019 which were complicated by bladder injury and several hours later, bleeding uterine artery was discovered and sutured. Blood loss of 2 liters, blood transfusion done. Ovarian failure post-op, she is now on hrt. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: adenomyosis seen; devices not clearly seen. X-ray - on an unknown date: devices in pelvis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.